Event description:
It was reported by service report that the lock bar struts are broken and the seat frame is bent. The unit could not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.